Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itching. There was no alleged device malfunction contributing to the irritationthe patient reported being in senior assisted living, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.